Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for predilation of the lesion. During preparation of the device outside the patient's body, the shaft of the device was fractured approximately 70 cm away from the balloon tip. No fractured part of the device was inside the patient. The procedure was completed using a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was tightly folded. The hypotube shaft was broken 64cm from the tip of the device. There were hypotube kinks at 31cm and 60cm from the strain relief. The fractured faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for predilation of the lesion. During preparation of the device outside the patient's body, the shaft of the device was fractured approximately 70 cm away from the balloon tip. No fractured part of the device was inside the patient. The procedure was completed using a different device. No patient complications were reported and patient's status was stable.